Event description:
It was reported that a resident using a large-sized sling was being transferred with the sara 3000 active floor lift. During the transfer, the resident felt dizzy and fell to the floor, sustaining a left femur fracture. The resident was taken to the hospital, and no further complications were reported.

Manufacturer narrative:
The correction was provided: the customer supplied the serial number of the involved device. It was also clarified that the event resulted in a left femur fracture; the initial information indicated a broken hip. No UDI information is available, as the device was manufactured before UDI implementation. Based on the collected information, the lift was used with the sling during the event; however, the sling was not applied correctly according to the instructions for use: 1. The chest fixation strap (part of the sling), which must always be applied and fastened when using the sling, was not used. This strap helps support the resident during the raising procedure and keeps the sling in the correct position around the resident. 2. The leg straps were also not used. These accessories are designed to ensure that the lower parts of the resident¿s legs stay close to the knee support. They pass around the knee supports and then around the resident¿s lower calves. According to sara 3000 instructions for use (IFU, kkx81010m_en_10 from nov/2014), "warning: before attempting to use sara 3000, a full clinical assessment of the resident his/her condition, and suitability must be carried out by a qualified person." The IFU includes instructions how to apply the leg straps and the sling. It includes the warning: ¿the sling chest support strap must always be applied and fastened when using the sling.¿ sum up, the fall occurred because the sling was not applied according to the instructions for use- specifically, the chest fixation strap and leg straps were not used- while the resident, who felt dizzy during transfer, was being transferred; no malfunction of the arjo sling or lift was alleged. This conclusion is in line with the customer¿s assessment that the event was strictly user error. When the event occurred, the arjo system (lift and sling) met its specifications. The arjo product was directly involved in the reported incident because it was in use during the event, while the patient transfer was ongoing. The complaint was deemed reportable because the event involved a patient fall resulting in a left femur fracture, which qualifies as a serious injury.

Manufacturer narrative:
No UDI information is available, the device serial number is unknown. Based on the collected information, the lift was used with the sling during the event; however, the sling was not applied correctly according to the instructions for use: 1. The chest fixation strap (part of the sling), which must always be applied and fastened when using the sling, was not used. This strap helps support the resident during the raising procedure and keeps the sling in the correct position around the resident. 2. The leg straps were also not used. These accessories are designed to ensure that the lower parts of the resident¿s legs stay close to the knee support. They pass around the knee supports and then around the resident¿s lower calves. According to sara 3000 instructions for use (IFU, kkx81010m_en_19 from oct/2019), ¿before attempting to use sara 3000, a full clinical assessment of the patient/resident condition and suitability must be carried out according to above by caregiver.¿ the IFU includes instructions how to apply the leg straps and the sling. It includes the warning: ¿the sling chest support strap must always be applied and fastened when using the sling.¿ sum up, the fall occurred because the sling was not applied according to the instructions for use- specifically, the chest fixation strap and leg straps were not used- while the resident, who felt dizzy during transfer, was being transferred; no malfunction of the arjo sling or lift was alleged. This conclusion is in line with the customer¿s assessment that the event was strictly user error. When the event occurred, the arjo system (lift and sling) met its specifications. The arjo product was directly involved in the reported incident because it was in use during the event, while the patient transfer was ongoing. The complaint was deemed reportable because the event involved a patient fall resulting in a hip fracture, which qualifies as a serious injury.

Event description:
It was reported that a resident using a large-sized sling was being transferred with the sara 3000 active floor lift. During the transfer, the resident felt dizzy and fell to the floor, allegedly sustaining a hip fracture. The resident was taken to the hospital, and no further complications were reported.